Event description:
It was reported that the bd luer-lok¿ syringe had a broken plunger rod, and another had dirt inside it. The following information was provided by the initial reporter: "here's the final complaint for now, our customer has complained about finding dirt, and breakage of your part number 301073".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2021. H.6. Investigation: four photos and five loose 3ml syringes were received and evaluated. Two of the syringes had a small crack in one of the ribs of the plunger rod under the thumb rest. Three of the syringes had small black foreign matter particulate in the fluid path. The composition of the particulate could not be visually identified. In each of the three syringes with foreign matter there was at least one particle amount observed in size, which was rejectable per product specification. The composition of the foreign matter is unknown, and the samples will be forwarded for fourier transform infrared spectroscopy (ftir) analysis. Fourier transform infrared spectroscopy (ftir) analysis was completed on the dark material observed in the barrel. A small portion of this material was removed from the sample and prepared for spectral analysis. The spectral analysis shows that this material is most likely stopper material mixed with silicone. Potential root cause for the damaged plunger rod defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had a broken plunger rod, and another had dirt inside it. The following information was provided by the initial reporter: "here's the final complaint for now, our customer has complained about finding dirt, and breakage of your part number 301073."